Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of secondary backed up into primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A secondary infusion of igg was started on pediatric pt and it was noted that the secondary medication was backing up into the primary bag. There was no pt harm; medical intervention was not required. The customer stated that no further pt/event info is available.